Event description:
A customer reported a subtle artifact in a head scan. There was no report of misinterpretation or mistreatment of a pt at the customer site. However, the report artifact could have potential for misinterpretation or mistreatment of a pt.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).